Event description:
It was reported that there was a loss of therapeutic effect. The therapy helped until (B)(6) 2012. It then stopped helping for the pain in her legs, so she let the battery deplete. It was also reported that the patient broke her hip in (B)(6) 2014 and had ¿foot drop¿ as a result of the break. It was stated to be a nerve problem in her back and it was thought the pain stimulation would maybe help with her pain. The device needed a restart. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, if the patient was receiving effective therapy, and if the patient had any further concerns. This event will be updated if additional information is received. Additional information received reported that there was a 50% or greater symptom reduction. The cause of the event was determined and was device related; the cause was stated to be device failure. No reprogramming had been needed. Troubleshooting had been performed. The patient had lost therapeutic effect and it was noted to have been sudden. The patient was noted to have recovered without permanent impairment. No further follow-up was required due to the patient outcome reported and all known information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# lb0341, implanted: (B)(6) 2002, product type: lead. Product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).